Event description:
It was reported that the device battery voltage read below elective replacement indicator voltage at the end of interrogation. Voltage at the beginning of interrogation was "fine". It was further reported that battery voltage was measured at 2.54 and later at 2.07 v. Review of device data showed battery voltage of 2.95 v. The device remains in use. No patient complications were reported as a result of this event. It was also reported that an elective replacement indicator was triggered, the patient experienced pocket and diaphragmatic stimulation, and there was elevated threshold on the right ventricular lead. The device was extracted and replaced. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the battery voltage with telemetry was 2.05v and the daily measurement was 2.92v. The device was received and analyzed. The primary analysis revealed high battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the battery voltage with telemetry was 2.05v and the daily measurement was 2.92v. The device is part of the advisory for this model.

Event description:
It was reported that the device battery voltage read below elective replacement indicator voltage at the end of interrogation. Voltage at the beginning of interrogation was "fine". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that on (B)(4) 2010, the battery voltage with telemetry was 2.05v and the daily measurement was 2.92v.

Event description:
It was reported that the device battery voltage read below elective replacement indicator voltage at the end of interrogation. Voltage at the beginning of interrogation was "fine". At follow up it was reported that battery voltage was then measured at 2.54 and later at 2.07 v. It was further reported that an elective replacement indicator was triggered, the patient experienced pocket and diaphragmatic stimulation, and there was elevated threshold on the right ventricular lead. The device was extracted and replaced. The lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device battery voltage read below elective replacement indicator voltage at the end of interrogation. Voltage at the beginning of interrogation was "fine". It was further reported that battery voltage was measured at 2.54 and later at 2.07 v. Review of device data showed battery voltage of 2.95 v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the battery voltage with telemetry was 2.05v and the daily measurement was 2.92v. Analysis of the device found high internal battery impedance to be the cause of the incorrect real-time telemetry (rtt) battery voltage measurements.